Manufacturer narrative:
Electrode belt (B)(4) was returned and investigated. The reported problem (check therapy electrode messages) was able to be duplicated. Upon evaluation, the belt failed incoming testing. The distributor found that u708 was out of tolerance in the distribution node (dn) pca and was replaced. The root cause of the out of tolerance pin could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "check therapy electrode" messages.